Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. Physical evaluation of the returned device: ¿customer report, per technician, "something stuck in channel". Olympus performed scope inspection, passed brush passage, passed forceps passage, inspected with borescope, all clear, nothing in channel, could not verify customers report. Other issues found: chipped lens, recommend lens replacement, low angulation and play in knobs / recommend angulation and stopper adjustment, cut in switch 1 and 2, recommend switch replacement, variable stiffness working backwards when moved to #3 it goes down and when moved to #0 it comes up. Recommend variable stiffness adjustment. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during reprocessing of a colonovideoscope, something was found stuck in the channel. The customer clarified, this was found after a procedure. The patient the scope had been used on had poor bowel preparation pre-procedure, and due to this, the technician could not do proper pre-cleaning in the procedure room. There is no patient impact associated with this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (something stuck in the channel) was unable to be identified. Olympus will continue to monitor field performance for this device.